Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: device received. H3, h4, h6: a review of the device history record. Device history lot. Part number: 319.004. Synthes lot number: ft00324. Supplier lot number: n/a. Release to warehouse date: 17 feb 2017. Expiration date: n/a. Supplier: flextronics america llc . No ncrs were generated during production. Device history batch null, device history review review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: investigation summary background: it was reported that on an unknown date, during routine incoming inspection of loaner set it was observed that the depth gauge for screws was broken. There was no patient involvement. This complaint involves one (1) device. Investigation flow: damage visual inspection: depth gauge for 1.3mm and 1.5mm screws was received at us cq. Upon visual inspection at cq, it is found that the needle of the device was found to be bent. Rest of the surface of the device shows normal wear which would not contribute to the complaint condition. But no broken features were observed with the device. Dimensional inspection: dimensional inspection of the received device was performed at cq. Documentation/ specification review: no design issues or discrepancies were found during this investigation. No broken features were observed with the device. But the needle was found to be bent. Investigation conclusion: visual inspection, dimensional inspection, and document specification review of the received device was performed at cq. The complaint cannot be confirmed as there were no broken features observed with the device. A definitive root cause could not be determined why the customer experienced the problem. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Reporter is a synthe rep. A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection, it was discovered that the that the depth gauge for screws was broken. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).